Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection and under water leak testing were performed and noted a leak from the seam of the bag. The reported condition was verified. The cause was attributed to the material used during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from the injection port of an intravia container. There was no report of patient injury or medical intervention associated with this event. No additional information was available.